Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a drop that remained withing normal limits in right ventricular (rv) lead shock impedance measurements. Technical services (ts) was consulted, discussed that this right ventricular (rv) lead had exhibited a gradual rise in shock impedance measurements, however, the day of the recent sudden drop there were two no therapy episodes with non physiologic noise. Ts strongly suspected there was surgery that day and that it likely resulted in the drop in impedance. Ts discussed that the lead had exhibited a gradual rise and recommended reprogramming options. This ICD remains in service. No adverse patient effects were reported.